Manufacturer narrative:
Covidien reference# (B)(4). The sample associated to this report was received and the reported customer fault could not be confirmed on the returned sample. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the nurse did ballooning test and found the inflated tracheal cuff would not deflate again. There is no report of serious injury or death associated with this event.